Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00111214001, palacos r bone cement, lot #75644317 qty. 2 -(B)(4). Device history records were reviewed and no deviations or anomalies were found. Review of primary operative notes confirms patient underwent a bilateral total knee arthroplasty due to degenerative joint disease. The right knee was addressed first, following by the left knee which utilized an identical procedure and yielded the same results. Trial components revealed excellent restoration of alignment, stability, and motion from 0 to 120 degrees. Final components were cemented into place using a pressurized technique and assessed reduction again. Review of radiology report dated may 20, 2013 and july 29, 2013 states x-rays revealed satisfactory alignment and fixation of the components. Review of bone scan results dated june 3, 2014 indicates that there is minimal uptake around the right patellar. It is reported that this finding is not specific. Increased uptake in a bone scan is often an indication of possible loosening. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that a postoperative bone scan has shown increase uptake about the patella.